Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert. The customer's blood glucose value was 200-300 mg/d. The customer stated that the battery did not last more than 1 week. The customer stated that they replaced the battery in the pump every two days. The customer stated that the pump went dead with low battery. The product was returned for analysis.

Manufacturer narrative:
The insulin pump monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.